Event description:
As reported by the user facility: brief inquiry description midazolam running too fast. On (B)(6) 2024 2:44a midazolam drip was started at 1912at 0.5 ml's/hr (2 rn's checked) and kept at the same rate until I found out the medication was dripping at a fast rate. I immediately stopped the infusion and disconnected the tubing from the patient. I confirmed that the rate was set correctly on the IV pump with another rn and charge nurse. The 100 ml bag of midazolam was almost empty at 2300. Vital signs were stable and all other sedation medications were stopped. The IV pump was taken out of the room without removing the IV tubing and medication in case further investigation is necessary. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The provided sample was visual and physical evaluate, with no defects observed. To replicate the reported fast drip, the sample was placed on the pump, and no defects were noted, the flow remained consistent, and no alarms were triggered. No product deviation was noted, defect is not confirmed. Based on the evaluation results, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.